Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade tip was not broken off as reported. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure, while the device was in the patient's abdomen, the alarm sounded. The device was retrieved from the patient's abdomen and it was noticed that the tip was broken. The fragment was retrieved completely. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.